Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a routine device change out, the right ventricular lead was changed to the unipolar mode due to small r-waves when in the bipolar mode. The lead is still in use. No patient complications were reported as a result of this event.